Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc was able to reproduce/confirm the reported issue. A dent was identified in the distal area of the outer tube. Furthermore, the found damage to the light-guide fiber composite at the distal end of the outer tube. Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
The customer reported to olympus that a video telescope had a deformed insertion section found during estimation of the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.